Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the handpiece was burning a hole in the surgical drape when it touched it in the process of putting it back in the holster. There was no patient injury.